Event description:
It was reported that during loading of the absolute on to the versacore guide wire, the absolute became stuck on the wire before it reached the introducer sheath. Upon removal of the absolute from the versacore guide wire, the stent deployed. Another absolute was used on the same versacore guide wire without further incident. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood or saline visible, consistent with the reported information that the absolute did not enter the patient. The stent implant was deployed out from the distal outer sheath and was returned. There was no damage noted to the stent implant. The handle was in a locked position. The entire circumference of the distal outer sheath was torn from the outer member. The material at the separation was smooth. The inner braiding was still intact. The proximal end of the distal outer sheath was wrinkled, for a length of 2 mm. There was no other damage noted to the sess. The guide wire used during the procedure was not returned. Pin gages were used to measure the inner diameter of the tip. The handle was opened the handle and revealed that the rack was in the distal position and was not retracted. All of the internal mechanisms were intact with no anomalies noted. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. The premature deployment appears to be related to the resistance between the absolute and the guide wire. The guide wire was not returned for analysis which would have aided in the investigation. It may be possible that the guide wire may have been kinked or the coils damaged, which would reduce the clearance between the absolute guide wire lumen and the guide wire. Any attempt to move the absolute in this reduced clearance condition can cause the coils to offset, and to bunch up, increasing the diameter of the guide wire. If the resistance is not reduced and continued force is applied to the wire or absolute, the result is permanent deformation of the wire, and the wire could become locked or frozen in the catheter which appears to have occurred in this case. Additionally, while attempting to remove the absolute from the guide wire, it is possible that this caused the distal outer sheath to tear causing the stent to partially expand and deploy prematurely. However, because the versacore guide wire was not returned for investigation and it was reported that another absolute was used on the same versacore guide wire without further incident, and there was no damage noted to the inner lumen of the returned absolute, a conclusive cause for the resistance could not be determined. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there have been no similar incidents reported. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, a conclusive cause for the resistance, premature stent deployment and torn distal outer sheath could not be determined. However, there is no indication in this case to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.